Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the emblem s-ICD premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
This supplemental report is being filled to include device analysis information.

Event description:
It was reported that this patient's device has depleted from 63% battery to 13% battery after approximately three months. Analysis was performed and premature battery depletion is suspected. The device was successfully explanted. No additional adverse events were reported.

Manufacturer narrative:
This report was filed to provide explant information.

Event description:
It was reported that this patient's device has depleted from 63% battery to 13% battery after approximately three months. Analysis was performed and premature battery depletion is suspected. Replacement was recommended, however the device still remains in service. No adverse events were reported.